Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his son's insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Child's blood glucose was 500 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.